Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the needle wouldn't stat attached to unit. Correct steps followed. Add'l info requested via email: when you say the "needle wouldn't stat attached," do you mean the user was unable to load the needle onto the device, or the needle became detached while in use on the pt?, if the needle became detached, did it fall into the pt's cavity?, if so, was the needle retrieved?, if so, was an x-ray taken in order to locate and retrieve the needle?, was there an extension in the surgical incision by more than 1 inch?, was there any tissue damage?, was there any blood loss greater than 500cc?.

Manufacturer narrative:
(B)(4).